Event description:
It was reported the device exhibited a bubble downstream occlusion sensor. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed that the downstream occlusion sensor seal was bubbled and the upstream occlusion sensor seal was worn. Visual inspection confirmed the reported issue. The downstream occlusion sensor seal was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.